Manufacturer narrative:
The instrument was returned and evaluated. The alleged complaint of a broken cable was confirmed. One grip close cable was found to be broken at the distal idlers. The idler pulley was observed to spin freely and did not exhibit damage. The cable segment was found to be sticking out at the wrist. Other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si surgical procedure, the surgical staff reported seeing a broken cable. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.